Event description:
It was reported that during pretreatment, with a patient under anesthesia, a code was received to replace the delivery device for the first two devices used. A third and fourth delivery device were tried but both devices were not recognized and no code was received. The procedure was not completed as a result of the device issues. There was no patient harm.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The reported failure to recognize the delivery device issue was confirmed. Analysis of the device revealed a dislodged pin on the p2 connector of the delivery device cable and the cable was replaced. The generator received all required updates as and passed full functional and electrical safety testing. Due to the observed dislodged p2c connector, an evaluation conclusion code of cause traced to component failure was assigned to this investigation. The generator passed all functional testing at the time of release from manufacturing. Therefore, it can be concluded that the broken pin (open electrical circuit) was the most probable cause of this complaint.

Event description:
It was reported that during pretreatment, with a patient under anesthesia, a code was received to replace the delivery device for the first two devices used. A third and fourth delivery device were tried but both devices were not recognized and no code was received. The procedure was not completed as a result of the device issues. There was no patient harm.